Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing the device did not pass the proximal pressure sensor test. The device did not detect the proximal occlusion. The probable cause was the mechanism assembly. The device mechanism was returned to the service center for further evaluation and testing. However, the mechanism was inadvertently lost in handling at the service center prior to further testing; therefore, no additional testing was completed.

Event description:
The customer contact reported during testing at the user facility, the device did not pass the proximal occlusion test. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported during testing at the user facility, the device did not pass the proximal occlusion test. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.